Event description:
It was reported that the rover was smoking during set up for a procedure. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the rover was smoking during set up for a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician did not confirm the reported event of the unit smoking. He stated that customer was actually referring to the smell that was coming from the unit. The smell was determined to be due to the plug lock missing and the filter being loose. The technician installed a new plug lock and returned the unit to service.